Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. After the catheter was inserted into the sheath st segement elevation was observed and then resolved on its own, no intervention needed. The procedure was completed using the original sheath with no other complications. The sheath is not expected to be returned for analysis as it was discarded by the facility. It was further reported that the physician believes that air from the sheath may have caused the st elevation; however, this was not confirmed as air was not seen in either the sheath or the patient during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. After the catheter was inserted into the sheath st segment elevation was observed and then resolved on its own, no intervention needed. The procedure was completed using the original sheath with no other complications. The sheath is not expected to be returned for analysis as it was discarded by the facility.